Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the motor of the compact air drive device seized, jammed, and was moving heavily. It was noted that the pressure pin and the sealing rings were damaged, and the engine was locked. It was further determined that the device failed pretest for check the power with test bench, check triggers for forward / reverse mode, check for air leak, check reverse locking mechanism, and check attachment coupling with attachments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.